Event description:
It was reported that during an elective explant procedure on (b)(6) 2026, one of the patients leads broke off and was unable to be explanted. As a result, surgical intervention may be undertaken to remove remaining portion of lead. The investigation was unable to determine the lead that is associated with the issue.

Manufacturer narrative:
Additional components potentially involved in the event include:Common Device Name: SCS Octrode Lead, Model: 3186, UDI: (b)(4), Serial: (b)(6), Batch: A000111809.The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.